Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that the pessary string pulled out during removal and had to go to a doctor to have the bladder support removed. Multiple attempts made to further obtain information regarding usage of product however no further information has been received.